Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer stated that they received a questionable result for one patient tested with coaguchek pro ii meter serial number (B)(4). . The coaguchek pro ii is not approved for distribution nor is like or similar to a product approved for distribution in the united states. Capillary blood from the patient was tested on the meter at 16:57, resulting as 6.2 inr. Capillary blood from the patient was tested on the meter at 17:04, resulting as 3.3 inr. A venous blood sample collected from the patient a few minutes later was tested using an unknown laboratory method result of 1.9 inr. The erroneous results were not released outside of the laboratory, there was no allegation of an adverse event. Qc was tested before the event with acceptable results. The customer's product has been requested for investigation. The investigation is currently ongoing.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with the retention test strips 272170 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Meter appeared undamaged and clean on the outside. Testing results: donor #1: retention meter and master lot strips: 3.2 inr, customer meter and master lot strips: 3.2 inr. Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and master lot strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 4%. Returned customer material and retention material complies with specification. Relevant retention test strips (lot 272170) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.